Event description:
An insulation issue relative to the subject lead was reported in this case. A re-intervention was performed on (B)(6) 2009 to correct the issue. It is noted that the explanted lead is not available for return analysis.

Manufacturer narrative:
(B)(4).

Event description:
An insulation issue relative to the subject lead was reported in this case. A re-intervention was performed on (B)(6) 2009 to correct the issue. It is noted that the explanted lead is not available for return analysis.